Manufacturer narrative:
The device has been received; however, the evaluation has not been completed. Once the evaluation has been completed, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the tip of the guidewire perforated the medtronic microcatheter and was exposed while approaching the middle meningeal artery (mma). It was noted that the guidewire tip did not come out of the tip of the medtronic microcatheter. A new medtronic microcatheter was used to complete the procedure. No medical intervention was needed. No patient injury was reported as a result of the event. The patient was undergoing embolization treatment of a brain tumor. The tortuosity of the patient's vasculature was not disclosed.

Manufacturer narrative:
The marathon micro catheter was returned for analysis. The kaneka medical tenrou guidewire was not returned for analysis. The marathon was measured and found to be within specification. Upon visual inspection, no damages or irregularities were found with the marathon hub. The marathon micro catheter body was found to be punctured near the distal tip. Inspection of the remainder of the marathon micro catheter body, apart from the observed puncture, revealed no other damage or irregularities. No issues were found with the marathon distal tip. No other anomalies were observed. Based on the device analysis and reported information, the report of catheter puncture was confirmed as the returned marathon micro catheter was found to be punctured. Catheter puncture can occur if the catheter becomes kinked or prolapsed during re-insertion of the guidewire. However, the root cause could not be determined. All products are 100% inspected for damages and irregularities during manufacture. Per the marathon instructions for use (IFU): ¿the catheter may be advanced through the vasculature by gently pushing the proximal shaft. It is recommended to use a guidewire during navigation to reduce the risk of catheter kink or prolapse. Verify catheter integrity prior to re-inserting guidewire or injecting embolic material to prevent vascular damage or unintended embolization. Catheter integrity is verified by angiographically confirming that contrast agent is exiting only from the catheter tip while viewing the entire distal section of the catheter. When injecting contrast for angiography, ensure that the catheter is not kinked, prolapsed or occluded. Remove excess slack in the catheter to reduce the potential for catheter kink or prolapse.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.